Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system had to be restarted multiple times to clear standalone mode. It was noted that the issue occurred prior to any procedures at the site. There was no patient present when this issue was identified. No additional information was provided.